Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction; in initial report, the manufacturer year provided was inadvertently reported as 1/31/2007, however the correct date is 01/30/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information and correction: additional information: account reported on 3/6/2020 the following info: the surgeon experienced a suction loss while laser firing that created a "failed" flap. The surgeon was unable to proceed with the next step and converted patient to photorefractive keratectomy. The patient interface used was lot number 60174200. Corrections: based on the new information received the following fields have been corrected: b1; d2 - common device name; d4 - model, lot, expiration date, UDI number; d10; h4; h5; h6 - device code 2170; h6 - conclusion code 22; h8.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had an incomplete flap in patient's right eye (od). Treatment was aborted and physician plans on treating with a photorefractive keratectomy (prk) at a later date.